Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-sep-23. It was reported that the patient had to be admitted to the hospital at the time of the event because they were on medicaid. The pump was refilled and the alarm was confirmed to be the low reservoir alarm. The event was resolved but it was unknown if the patient had found a new managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving gablofen at an un known concentration and dosage via an implantable pump for intractable spasticity and stroke. On (B)(6) 2019, it was reported that the patient's pump was alarming due to a missed refill date. No symptoms of withdrawal were reported. The patient reportedly checked into the hospital on (B)(6) 2019 to have the pump alarms addressed. The patient reportedly refused to go sooner due to a concern about insurance coverage. The patient had recently relocated from (B)(6) and did not set up a transition of care before leaving (B)(6). It was unknown what diagnostics or troubleshooting measures were performed. It was unknown what, if any interventions were taken to resolve the issue. It was confirmed that no surgical intervention had occurred, but it was unknown if surgical intervention was planned. It was unknown if the issue was resolved. The patient's status was listed as "alive - no injury". No further complications were reported.